Manufacturer narrative:
Date sent to the FDA: 03/15/2021. Additional information: d9, h6 additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. One opened sample of product code w1770 was received for evaluation. Visual inspection of the opened sample and the swage and attachment area was noted to be as expected. The suture was received broken in two sections and examined along the strand and no defects; damage was noted. A functional test to suture diameter was performed using a federal gauge and the result meets the requirements. The event described could not be confirmed as the device performed without any defect noted. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional information was requested and following was obtained: lot number : unknown. Procedure trabeculectomy (eye surgery). Procedure date/event date (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/15/2021. Corrected information: b3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that the suture was thought to be thicker than usual when the material was opened. Another like device was used to successfully complete the procedure. There were no adverse patient consequences. Additional information was requested.